Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2024. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported extreme lateral interbody fusion (l4/5) for lumbar canal stenosis was performed on (B)(6) 2016, with the screw in question. After the surgery, on (B)(6) 2024, the removal surgery (l4/5) and transforaminal lumbar interbody fusion (l3/4) were performed. In the removal surgery, of the four screws in the l4/5 that were nailed, one was difficult to extract with the screwdrivers. The screw removal was performed in the order of l4 (right), l5 (right), l4 (left), and l5 (left). All of the screws seemed to work quite well, and from the way the surgeon applied force and the sound he made when he removed the screws, they seemed very solid. He was able to pull out the third screw smoothly, but when he tried to pull out the fourth screw, l5 (left), only the small part of the saddle portion of the screw itself came off. After that, he tried again to remove the screw using the screwdrivers, but the screw did not seem to pull out at all, so he finally gave up and decided to let that one remain in the body. The main focus of the surgery was to fix l3/4, and since bone fusion had already been achieved in l4/5, the surgeon decided that the remaining screw would not affect the improvement of the main complaint. The surgery was completed successfully within 30 minutes surgical delay. The surgeon commented that it is thought that the screw itself was more effective than the torque applied at the time of removal, leading to screw breakage. This report involves an unknown screws- viper cortical fix fenestrated. This is report 1 of 1 for (B)(4).